Manufacturer narrative:
MFR control no. (B)(4) . F/u report will be filed if add'l info becomes available.

Event description:
It was reported that after the catheter was inserted, the patient was moved from the operating room to the intensive care unit. It was at that time, the md noticed the catheter had begun to come out of the patient. Approximately, 14cm of the catheter was inserted into the patient. The catheter was secured only with the catheter clamp and fastener; the triangular junction hub with the integral suture ring was not used to secure it. As a result, the catheter was removed and replaced with a new one.